Event description:
A caller reported experiencing a cartridge alarm while using the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue with consecutive cartridges and arranged to replace the pump. The customer was advised on using their current pump as backup therapy and instructed on storage mode and return procedures for the problematic pump. A replacement pump with updated software was dispatched to the customer, and instructions for receiving it were provided and understood.